Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was performed for the subject device lot number f-11676. Manufacturing location: (B)(4). Supplier: (B)(4). Date of manufacture: 01.dec.2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report reports an event in (B)(6) as follows: it was reported that the drill bit broke during surgery on (B)(6) 2017. Fragments were generated but there was no patient harm. Fragments were easily removed without additional intervention the patient outcome was reported as good. There was unknown surgical delay reported. This is report 1 of 1 for com-(B)(4).